Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 3 pm with a blood glucose level of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they took their insulin pump off prior going to the hospital. The customer felt that they went to the hospital because they could not lower their blood glucose levels. The customer thought that they may have had an infection. The customer did not troubleshoot and did not send the product back for analysis.